Manufacturer narrative:
Evaluation narrative - examination was not possible, as the devices will not been returned. Without the return of the device in question and additional clinical details a root cause for this incident cannot be determined. A review of the device history records and quality records associated with this manufactured lot confirmed that no additional complaints have been filed and that no abnormalities were reported with this product during manufacture. No further investigation is warranted at this time. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the biosure ha 8x30 screw broke during implantation into the tibial bone. A ten minute delay occurred as a result and a backup was used to complete the procedure. No patient injury reported as a result of the alleged event.